Event description:
The customer reported that the 9600 system had a corrupt file error and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.